Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Unit was monitored for twenty four hours. The battery was removed from insulin pump and monitored for ten minutes. Unit power up properly after insertion of the battery and no pump error 23 or power loss alarms were noted. The power management tool confirms the unloaded voltage and loaded voltage are within specification.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarm for post-reset ram crc and power loss. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot but did not resolve the issue. Customer states the alarm occurred immediately after a battery change. Customer advised to revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.